Event description:
Additional information, the patient expired on (B)(6) 2010.

Event description:
It was reported that atrial noise was observed on the egm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the lead was cut and partial lead was returned. The connector boot was fractured at 2.5 cm from the connector end. The proximal coil was fractured due to fatigue at the same location which could have caused the reported noise.